Event description:
It was reported that the guiding catheter was advanced through a sheath into the patient. When attempting to torque the catheter tip into the coronary, the catheter started to twist in the iliac artery, just distal to the distal end of the introducer sheath. A guide wire was advanced, but could not be advanced through the catheter. The catheter was pulled, but it stretched out and could not be removed from the sheath. Vascular surgery was called to externalize the vessel and retrieve the catheter.